Manufacturer narrative:
The following lhr's were reviewed and no evidence was found to suggest the device did not meet specifications prior to distribution. Kit; 7120-2020kt, 102442, finished clip; 240011ep, 102436, pre ep clip; 240011, 102410. Conversations with doctor indicate that the allograft has fused with the bone. At this time, he does not have any plans to perform an additional surgery in order to revise or explant the hardware. He will continue to monitor the patient's progress for more stable fusion at the bone and allograft interface. If any updates or received or a revision surgery is performed, this complaint file will be updated.

Event description:
Doctor implanted a 20 mm dynaforce clip across an allograft wedge in order to promote fusion. During a routine follow up visit, doctor discovered that the implant had fractured in both legs. He also stated the allograft seemed to be experiencing fusion. However, he was not confident in the extent of the fusion. He plans to monitor the patient and see if the joint continues to exhibit fusion. Doctor does not currently have any plans to revise or explant the hardware.